Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. From the limited information received the valve remained implanted. A conclusive cause of the regurgitation could not be determined from the limited information available. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common failure modes (mechanism) which could lead to regurgitation. Calcification would be one of the most common causes for these failure modes. However, without the failure mechanism and the return of the valve for analysis, a root cause of the regurgitation cannot be determined. Regurgitation related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the (B)(4) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 10 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to a high degree of aortic regurgitation and dysfunction of the right aortic valve with prolapse to the outflow tract.. No further adverse patient effects were reported. Patient medical history: mitral valve replacement in 2013; tricuspid insufficiency; kidney insufficiency; dyspnea; moderate to severe pulmonary hypertension; congestive heart failure (chf); reduced lv- function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.